Event description:
This spontaneous device case, which does not involve an adverse event, reported by a consumer, who contacted the company with the product complaint, concerns a female patient of unknown age and origin. The patient was taking an unspecified medication for the treatment of an unknown indication. In 2008, the humapen ergo, teal/clear pen body (lot 0409a03) with a clear cartridge holder attached (lot not provided), was reported to have both engagement tabs broken. This humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with another device. The operator of the device was not specified, but the operator was trained by a physician. It was unknown how long this device model had been used. The reported device had been used for approximately three years. It is not known if the device will be returned. It was unknown if the humapen ergo, teal/clear pen body with a clear cartridge holder attached was continued.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.